Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: inventory specialist the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor had a tr band that deflated after being filled up with air. Additional information was received on 23jan2024: the patient procedure was a heart catheterization. There were 15ml's of air injected to the tr band when it was applied. A glidesheath slender was used in the access site. The tr band was noted to be losing air within one minute of being inflated. Hemostasis was achieved by using a second tr band. There was no patient injury. The estimated blood loss was less than 250cc. There was no noticeable damage to the tr band. The patient was stable.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).